Event description:
It was reported that customer experienced continuous glucose monitor error 42 while using g7 sensor with pump. There was no reported impact to the customer¿s blood glucose level. Customer worked with technical support to perform full pump reset, error did not reappear after reset, and technical support planned follow-up call to confirm that system continued to work correctly.